Manufacturer narrative:
No further information is available on the repair of the bed at this time. The investigation is ongoing, however if any additional relevant information is identified following the completion of the investigation, the additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Event description:
On 18-dec-2025, an other health care professional contacted technical service to report that vc p500 nsc air rental frame (product code: p3200hrent03, serial number: not provided), had bed exit alarm was alarming only at the bed and did not communicate to nurse's station. There was no patient/user injury, medical intervention, symptom, or adverse event reported.